Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or damage to the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the distal left circumflex artery. A 2.00x15mm non-bsc balloon was used for predilitation but the lesion preparation was suboptimal and the decision was made to use a 15mmx2.00mm wolverine coronary cutting balloon to propagate cracks in the plaque. However, the wolverine balloon ruptured at 4atm. The device was removed and the procedure was completed with a 2.50mm nc emerge balloon. No patient complications were reported and the patient status was stable.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the distal left circumflex artery. A 2.00x15mm non-bsc balloon was used for predilitation but the lesion preparation was suboptimal and the decision was made to use a 15mmx2.00mm wolverine coronary cutting balloon to propagate cracks in the plaque. However, the wolverine balloon ruptured at 4atm. The device was removed and the procedure was completed with a 2.50mm nc emerge balloon. No patient complications were reported and the patient status was stable.